Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿a lot of customer¿s healthcare provider¿s patients experience loss of connection¿. Although requested, customer was unable to provide any further details. There was no reported adverse impact.